Event description:
Customer reported that the screen of the device was illuminating but nothing was being displayed, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but initial follow-up attempts with the customer were unsuccessful, leading to a voicemail being left.